Event description:
Generator product analysis (pa) was completed and reviewed. The header of the generator was damaged, and a portion was missing, the pa lab determined that the damage most likely occurred during the explant procedure. The generator was monitored for 24 hours in a body temperature environment and was able to provide programmed parameters without issue. The device performed according to functional specifications. The generator worksheet was reviewed, and no issues were observed. Other than the header anomaly, analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance was found. The device was reported to have been explanted due to it being non-functional with the patient being seizure free for 2 years and the device bothering the patient while near her cell phone. Programming history database was reviewed and no anomalies were found. No additional relevant information has been received to date.